Manufacturer narrative:
H2) updated a. Patient information medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that the inner gantry cover collided with the bed while positioning the system around a patient, causing damage to the cover. The doors would not open at that time, and the pendant prompted a home calibration. The clinical consultant attempted to use the yellow override button, but the doors did not open. A manual door-open procedure was performed to remove the system from around the patient. It occurred intra operatively and there was less than an hour delay to the case. No reported impact to the patient.

Manufacturer narrative:
H3, h6): the manufacturing representative (rep) went to the site to test the imaging system and replaced the lower gantry 135-degree cover. The door-not-opening issue could not be duplicated. The system is functioning as intended. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000159. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.